Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient¿s recharger was always showing thermometer and not charging full. The rep reported that they met with the patient and the patient was in overdischarge and started 60-minute clock and worked on getting the patient¿s battery restarted. The rep reported that the patient¿s recharger was reset and hadn't seen it over heat. The rep reported that they were working on the power on reset (por) at the time of the report. No further complications anticipated.